Manufacturer narrative:
Concomitant medical products: product ID: 3389s-40, lot# va0amdm, implanted: (B)(6) 2013, product type: lead. Product ID: 3389s-40, lot# va0y0ua, implanted: (B)(6) 2016, product type: lead. Product ID: 37603, serial# (B)(4), implanted: (B)(6) 2013, product type: implantable neurostimulator. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A manufacturer representative (rep) reported that the patient's lead will be removed on (B)(6) and replaced with a competitors lead. It was stated that the lead broke once before as well. No further details were provided. No further complications are anticipated. The patient's indication for implant is parkinson's dual and movement disorders. See related regulatory report 3004209178-2017-08525.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.